Event description:
The surgery center reported that a laser vision correction patient was presented with trace of diffuse lamellar keratitis (dlk) on left (os) eye at 2 day post-operative exam. A brief description from the account noted the trace of dlk on the os indicating the visual acuity was 20/40 os. Pred forte (topical steroid) was prescribed to take every hour while awake to treat the dlk. The patient¿s comments were that visual acuity was good and no pain and no discomfort. At a 9 days post-operative exam, there was no dlk noted however there was trace of corneal edema. At a 4 month post-operative exam, the cornea was clear, edema and dlk was resolved. The patient uncorrected visual acuity on left eye was 20/20. Bcva from (B)(6) 2015: right eye pre-op 20/20 .75 x -2.25 x 103, left eye pre-op 20/20 1.50 x -.75 x 90. Bcva from (B)(6) 2015: right eye - not provided, left eye post-op 20/20 .00 x .00 x 90.

Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.